Manufacturer narrative:
Patient's age, sex, weight and other relevant history, including preexisting medical conditions were not provided. When the requested information becomes available, supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per (B)(4), during placement, patient experienced lack of primary stability.